Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: the pump history showed one loss of prime warning occurring due to low non-zero force. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. During testing, the pump performed the ezprime steps without issue and was exercised for 24 hours without loss of prime occurring. A delivery accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked below the finger pad.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a blood glucose of 22.2 mmol/l with extreme thirst and dry lips. The reporter indicated that the pump had alarmed for loss of prime multiple times. Troubleshooting of the loss of prime issue indicated that the pump was exposed to sudden changes of force/temperature. This report is made based on the allegation that the patient experienced hyperglycemia associated with loss of prime warnings from force / temperature exposure.